Event description:
Clarification provided that healthcare professional reported a patient was injected in the cheeks with juvéderm voluma® xc and juvéderm® ultra xc in the lower face. One month later, the patient experienced red spots on their cheeks. The patient was diagnosed with mononucleosis and epstein-barr virus. Patient also developed some swelling along their jawline and in their hands. Status is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00664 (abbvie complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm voluma® xc.

Event description:
Healthcare professional reported injecting a patient in the cheeks with juvéderm® voluma¿ xc. The patient infected with epstein-barr virus and mononucleosis, deemed not device related. Event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of epstein-barr virus and mononucleosis, deemed not device related is considered an unexpected adverse drug experience.